Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. The laa anatomy was an anterior broccoli. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a trace pe noted prior to the procedure. Venous access was obtained. Transseptal puncture (tsp) was initially difficult due to anatomy, requiring a second drop down approach onto the septum and performed in an inferior-mid trajectory using versacross connect (vcc) transseptal access system through a double curve watchman fxd curve access system (was). The left atrium (la) was cannulated with the vcc pigtail wire, the was advanced, and vcc dilator was removed. A pigtail catheter was advanced and a laa contrast injection performed. A 35mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. Several partial and full recaptures were performed, and the device still did not meet release criteria. Tee imaging revealed a pe. The patient was stable. The 35mm wds was removed, and another pigtail catheter contrast injection confirmed there was not a perforation within the laa. A 31mm wds was advanced, deployed, and implanted after meeting release criteria. A pericardiocentesis was performed. The procedure was concluded, with the patient remaining stable, and was admitted overnight for monitoring. It was further reported 300ml of fluid was removed during the pericardiocentesis. The patient is doing well and has been discharged home.

Manufacturer narrative:
A3a: patients sex added b5: information added h6 patient codes added: cardiac tamponade and hemorrhage/blood loss/bleeding.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. The laa anatomy was an anterior broccoli. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a trace pe noted prior to the procedure. Venous access was obtained. Transseptal puncture (tsp) was initially difficult due to anatomy, requiring a second drop down approach onto the septum and performed in an inferior-mid trajectory using versacross connect (vcc) transseptal access system through a double curve watchman fxd curve access system (was). The left atrium (la) was cannulated with the vcc pigtail wire, the was advanced, and vcc dilator was removed. A pigtail catheter was advanced and a laa contrast injection performed. A 35mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. Several partial and full recaptures were performed, and the device still did not meet release criteria. Tee imaging revealed a pe. The patient was stable. The 35mm wds was removed, and another pigtail catheter contrast injection confirmed there was not a perforation within the laa. A 31mm wds was advanced, deployed, and implanted after meeting release criteria. A pericardiocentesis was performed. The procedure was concluded, with the patient remaining stable, and was admitted overnight for monitoring. It was further reported 300ml of fluid was removed during the pericardiocentesis. The patient is doing well and has been discharged home. It was further reported the patient experienced tamponade and also procedure related bleeding during the event.

Event description:
It was reported that pericardial effusion (pe) occurred. A left atrial appendage (laa) closure procedure was being performed. The laa anatomy was an anterior broccoli. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was a trace pe noted prior to the procedure. Venous access was obtained. Transseptal puncture (tsp) was initially difficult due to anatomy, requiring a second drop down approach onto the septum and performed in an inferior-mid trajectory using versacross connect (vcc) transseptal access system through a double curve watchman fxd curve access system (was). The left atrium (la) was cannulated with the vcc pigtail wire, the was advanced, and vcc dilator was removed. A pigtail catheter was advanced and a laa contrast injection performed. A 35mm watchman flx pro closure device and delivery system (wds) was advanced and positioned at the laa then subsequently deployed. Several partial and full recaptures were performed, and the device still did not meet release criteria. Tee imaging revealed a pe. The patient was stable. The 35mm wds was removed, and another pigtail catheter contrast injection confirmed there was not a perforation within the laa. A 31mm wds was advanced, deployed, and implanted after meeting release criteria. A pericardiocentesis was performed. The procedure was concluded, with the patient remaining stable, and was admitted overnight for monitoring.